Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that a validation code was required. A technical support specialist provided the necessary tramadol validation code. For oxy (01 07), no code was required, and the medication was issued. The system functioned as intended after the technical support specialist completed the troubleshooting and investigation.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user needed validation code to issue medication tramadol and oxy. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.